Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1h8z1, implanted: (B)(6) 2017, product type: lead. Information references the main component of the system and other applicable components are: product ID: neu_stimloc_acc, lot# unknown, implanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that due to design flaws and mechanical failure of the burr hole cover, a dog-bone plating system was added as a supplement. A dog-bone plate and screws were added to secure the leads. A small portion of the lead cap¿s boot was cut off and secured around the lead under the plate to cushion and protect the lead. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.